Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had compressor inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor pcb (printed circuit board) and the unit passed all testing and operates within the manufacturing specifications.